Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately ten (10) years and seven (7) months, was explanted and replaced with a 3300tfx 21mm. Despite follow up attempts by edwards, no additional has been provided by the healthcare provider.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned and the reason for explant has not been provided despite multiple follow up attempts by edwards with the healthcare provider. Therefore, the root cause of this explant cannot be determined at this time. Edwards will continue to review and monitor all events.